Manufacturer narrative:
Based on the information provided by the physician who stated the maceration with black tissue was caused by the home health agency not properly applying the v.a.c. Dressing, this event is being reported due to possible user error. Device labeling, available in print and online, states: ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c. Drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c/t.r.a.c. Pad. This involves using the foam to allow placement of the sensat.r.a.c./t.r.a.c pad or tubing on the dorsum of the foot (consider use of the v.a.c. Granufoam heel dressing).

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the patient's wound was very shallow, was still heavily draining and getting under drape, which caused the wound to become severely macerated with black tissue to the periwound. The patient had hyperbaric oxygen therapy five times a week and was off therapy for over two hours causing the drainage to sit at the wound site. On (B)(6) 2015, the following information was reported to kci by the nurse: the patient was sent to the physician's office and there may have been a debridement done, but could not confirm as she was no longer seeing patient for wound care. On (B)(6) 2015, the following information was reported to kci by the physician: the patient was seen in the clinic and a sharp debridement was done to resolve the maceration with black tissue to the periwound that was found during the patient's wound assessment. The maceration was caused by the home health nurses not properly applying the wound v.a.c. Dressing. The patient was switched to the wound care center for follow-up wound care and dressing changes. The patient is no longer on v.a.c. Therapy at this time and the wound continues to make slow progress with no further occurrences of maceration. On (B)(6) 2015 kci quality engineering determined that multiple unsuccessful attempts to retrieve the device had been made. To date, this device is unavailable for evaluation in kci quality engineering. The customer complaint could not be confirmed in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined if the maceration with black tissue is related to v.a.c.® therapy and is being reported due to possible user error.

Event description:
On (B)(6) 2015, the device was tested per quality control (qc) procedures by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On mar 14 2016, kci quality engineering (qe) completed a review of kci records and determined that on (B)(6) 2015, the device was tested per quality control procedures in kci qe and passed qc checks and met specifications. The customer complaint could not be confirmed in kci qe.